Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approx 2 mm from the balloon proximal tip. A possible cause of the taper to taper tear int he balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1328404) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
The following info was reported by aci sales rep: according to the tech the device was prepped properly. During prep the tech noticed that the balloon fully inflated. The tech then stated the device was inserted into the pt. Then the tech tried to inflate the balloon but noticed that the plug at the back of the device did not pop up. Upon removal of the device it was inspected and seen to have a balloon rupture. Manual compression was applied for 10 minutes. The procedure type was a diagnostic coronary. The stick location was at the femoral head. The pt was not hospitalized.